Event description:
The customer reported that this right ventricular (rv) pacing lead had a high threshold measurement; it was capped and surgically abandoned. A new rv was implanted. No adverse pt effects were reported. The device was actively implanted for approx 5 years, 10 months.

Manufacturer narrative:
The lead was surgically abandoned (capped) and will not be returned; as a result, the allegations cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.